Event description:
It was reported that pump screen had failed, with screen turning on but showing no display and preventing customer from interacting with pump or reading pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place pump into storage mode before return, advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump, and requested return of problematic pump using prepaid label within 10 days.